Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient had low blood sugar and patient's husband took patient to the hospital. Doctors treated patient with an IV and insulin and later released the patient. No further medical intervention was necessary. At the time of contact with dexcom technical support, the patient reported feeling well.